Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the [defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be reproduced.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high, out of range right ventricular (rv) pace impedances. There was one episode of oversensed noise recorded in the device. A revision procedure was performed. A new pace/sense lead was implanted. The chronic competitor rv lead was left implanted for high voltage delivery. The device was explanted and is to be returned for analysis. There were no additional adverse patient effects reported.

Event description:
The device was returned for analysis.